Event description:
It was reported "the physician found the sheath was kinked so it failed to insert into patient" the patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).